Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, loss of atrial capture was observed and atrial impedance was >2500 ohms. The pocket was opened and the atrial setscrew was found to be loose. After tightening the setscrew, normal function ensued.